Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. The mean airway pressure (map) and driver displacement indicator (ddi) were both drifting. The pt was not compromised.